Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown, no lot number provided. B3: date of event is unknown; no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device activated an alarm and could not be used after connecting. The event occurred in early (B)(6)2025 in the facility. There was no patient involvement.